Manufacturer narrative:
Date of birth: 1932. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-07306. It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the kidney. Two 2mmx4cm interlock¿ devices were used. During the procedure, the first coil encountered resistance at the end of the micro catheter within the vessel and did not deploy. Then, a second coil was used but did not deploy as well. When the coils were removed, they were noted to be protruding at the tip of the micro catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.